Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. However, the pump was received with a stuck motor error alarm loop during the bolus delivery. The rewind also functioned properly during testing. The pump also had a cracked reservoir tube lip, cracked battery tube threads, a case cracked at the display window corner, minor scratches lcd window, a scratched reservoir tube window, and stained end cap sticker.

Event description:
The customer reported that the insulin pump alarmed motor error. Customer stated that he changed the battery and still did not work. Troubleshooting was done. Customer's blood glucose was 165 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.